Manufacturer narrative:
Details of complaint: the customer reported an incident regarding a cns (central nursing station) model pu-621ra, serial number (B)(4). The device went into a blue screen, so they rebooted the system. The initial examination revealed that the second hard drive was failed. After reboot, the cns continued monitoring the patients on the primary hard drive. The customer requested a new hard drive. A new hard drive was sent on 07/30/2020 to be used and back up hard drive. Investigation conclusion: according to the customer responses to the quality assurance engineer questions, the cns was backed up by a ups (uninterruptible power supply), and it was constantly powered. The customer was not aware of the status of the device when the incident occurred, but the cns started monitoring on the primary hard drive. The patients were constantly monitored on transmitters and bedside monitors, but the model and serial numbers of them were not provided. The customer stated that a regular six months preventive maintenance was executed. A new hard drive was sent to the customer and should be installed on the second slot to back up the system in case of future incidents. When hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance)). Hard drive failures probably attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). In this incident, the device has been in use for about nine years with a history of hdd replacement on (B)(6) 2015. Based on the provided information, the issue was resolved, and the cns started operating per specifications using the primary hard drive and the second hard drive sent to the customer to be installed as a backup. The nature of the complaint is use error, and the root cause of this issue is determined to be a degraded hard drive. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) bluescreened. Then the unit was rebooted and found that the unit had an hdd failure. New secondary hard drive is needed. No patient harm reported.